Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product developed an infection. It was also reported that the patient experienced right knee purulent, (B)(6) infection and soft tissue infection with non-healing wound. There were no additional adverse patient effects reported. All available information indicates that the product remains in service.